Event description:
In 2007, I had an MRI done at westchester medical group radiology due to 3 bulging dics onto my spinal cord {200lbs metal crate filled with fish fell on my spine from a 10ft elevation. Work related}. In 2008, I had another MRI done at stand up MRI as my pain level of the spine increased. In 2008, I awoke to both my feet swelled the size of foot balls with a very noticeable rash on both feet between my ankle and the bottom of my calf. Called 911, for 3 months the doctors could not find a medical reason why this was happening. At the same time, my weight drastically increased in one month. My waist size went from 38 to 46. Doctors did the process of elimination, heart ok, kidney ok, liver, blood work, etc. They had no reason but to call it edema at the lower extremities I saw an ad from a law firm on t.v. That stated "if you have had an MRI with the contrast glada and you have these symptoms, showed pics of what my feet and look like, I called right away and they mailed me the info to give to my doctor, and now I have nsf.